Manufacturer narrative:
IV pole and IV pole bracket.

Event description:
It was reported by svc report that the IV pole bracket and pole were damaged and at risk of falling. The customer could not determine if there was pt involvement or if there were adverse consequences to report.